Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "transducer fault, motor fault, high pip, low pip and low ve" alarms. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the reported complaint was confirmed through the events log but was not duplicated during a functional check. Following calibration the uut was found to function normally.